Event description:
The following has been reported: procedure under sedation with continuous propofol total dose 250mg, syringe pump failure during procedure patient awakens. Propofol used, few minutes to go until the procedure was over. Procedure continued without damage. Reporting as a conservative measure. No adverse event information reported. More information is needed to complete the investigation.